Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a surgical procedure in which the ipg was not placed into surgery mode against recommendation, the ipg was inoperable. Troubleshooting did not resolve the issue. As a result, surgery may occur to address the issue.